Manufacturer narrative:
The device was returned for investigation. The investigation concluded the device experienced mechanical stresses during the procedure causing damage to the hypotube, leading to a tear in the irrigation lumen jacket, and deformation of the vacuum lumen. Additionally, it was determined that the observed damage and deformation of the device in this instance may create a potential hazard and therefore, calyxo is reporting this event in abundance of caution. The lot history review (lhr) for lot# p21173 was conducted, which confirmed there were no non-conformances during the manufacturing process that could be related to the reported event. The review indicated the device met all design and manufacturing specifications when released for distribution. The IFU warning section also indicates if damage to the cvac aspiration system occurs or it stops functioning during a procedure, stop using the device immediately, troubleshoot and continue the procedure with a new device, as appropriate. Calyxo will continue to perform product monitoring as part of our post market surveillance procedures.

Event description:
On (B)(6) 2026 a patient underwent a steerable ureteroscopic renal evacuation (sure) procedure without the use of a ureteral access sheath. It was reported that upon successful removal of the device from the patient, a break was observed at the shaft of the device. Due to the duration of the procedure and the patient not having an access sheath, the physician concluded the procedure and planned for the patient to return for another cvac procedure. Investigation of the returned device on 25-mar-2026 revealed that the device experienced mechanical stresses during the procedure, causing a break and deformation of the device and leading to a tear in the outer jacket. Although there was no patient harm in this instance, this malfunction is being reported in an abundance of caution as it could potentially cause or contribute to serious injury if it were to recur.